Manufacturer narrative:
Batch review performed on 20-jul-2022 lot 2100436: 126 items manufactured and released on 11-mar-2021. Expiration date: 2026-03-01. No anomalies found related to the problem. To date, 112 items of the same lot have been sold with no similar reported case during the period of review. Additional item involved in the event, batch review performed on 18-aug-2022. Reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2103682 lot 2103682: 78 items manufactured and released on 28-apr-2021. Expiration date: 2026-04-15. No anomalies found related to the problem. To date, 60 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
Revision surgery performed the day after the primary due to joint dislocation. The loosen joint required more distalization. The surgery was completed successfully.